Event description:
It was reported that the patient presented with a pocket site that was red, purulent, and draining, along with a 0.5 cm skin defect revealing the implantable pulse generator (ipg). The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted device was not returned as it had been disposed of.